Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) amia cassettes were damaged; further described as "scored at the patient line." This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: one device was received for evaluation; the other fifteen (15) samples were not received and therefore could not be evaluated. A visual inspection with the naked eye noted scratches on the patient line below the heat seal bed. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to the grippers during automation assembly. The issue is cosmetic in nature and did not affect the functionality of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.